Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness and was found in his room by the parent. The parent called emergency medical services (ems) and then administered glucose nasal spray. The patient began to regain consciousness when paramedics arrived at 9:55 am. The bg finger stick was 67 mg/dl, and the patient was treated with additional glucose. At the time of the report, that patient was in good condition. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.